Event description:
New information received indicated that the left ventricular lead was explanted. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Correction: section g4 - date received by manufacturer should have been jun 4, 2020 rather than jun 3, 2020 reported on follow-up number 2.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a loss of capture was observed on the left ventricular lead. It was noted that the lv lead had pulled back. The patient was stable. The lv lead is being monitored and will be revised.